Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with multiple insulin pump errors. The blood glucose was 12.3 mmol/l at the time of the incident. Alarm occurred during normal use. Customer was giving a bolus and then after 2 minutes the pump shut down completely. The insulin ump error list tells to change the pump. The device will be returned for analysis.

Manufacturer narrative:
Pump error 4 and 53 found in the pump history due to software error.